Event description:
Reportedly, battery was at 2,98v before implantation.

Manufacturer narrative:
The device was manufactured on 27 september 2024. On (B)(6) 2026, the device was interrogated in the box, and a software upgrade was performed. An automatic battery reforming occurred. The battery voltage was measured at 2.98v. On (B)(6) 2026, the battery voltage was measured at 3.05v. The battery voltage curve decreased more rapidly since (B)(6) 2025. The battery voltage re-increased since (B)(6) 2026. No battery reforming or charge occurred between (B)(6) 2025 and (B)(6) 2026. It should be noted that the battery voltage is sensitive to temperature. Based on files analysis, this device was probably affected by a software bug affecting temporary the shelf-life: a programming action should have switched the device into a specific mode (during the first 6 months after the device manufacturing date), which is more consuming than the shelf-life mode, and deactivates the battery reforming. The switch into a specific mode after reprogramming (except activation and deactivation of the shocks) is not expected. The software upgrade performed on (B)(6) 2026, reverts this phenomenon. The switch into this specific mode during about 8 months, and the possible low temperature storage explained the changes in the battery curve. On (B)(6) 2026, the battery voltage recovered > 3v, so the device can be implanted.